Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on june 17, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.